Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Items marked "ni" are unk to us at this time. A lot history record review could not be completed, since the lot number was not reported. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 silicone jaw boot partially separated. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. Maquet cardiovascular anticipates the return of the product in question.